Event description:
It was reported that a malfunction alarm with code malf 16 occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy and was sent a replacement pump by technical support. Additionally, the customer was guided on how to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days.